Event description:
Plaintiff reports initial bilateral implantation 10/9/81 with explant 4/18/84. Plaintiff alleges "injuries as a result of implants containing or consisting of silicone, silicone gel, and/or an elastomer made of silicone.